Event description:
The customer reported check settings, no delivery and low reservoir alarms. The customer stated that the insulin pump has not been functioning normally ever since getting the check setting alarm. The customer also stated that the insulin pump had fluid in the casing. Troubleshooting was performed, and the insulin pump did not beep or vibrate during the self test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.